Manufacturer narrative:
A field service technician has been sent out for investigation and stated that the failure could not be reproduced. Thus the failure could not be confirmed. According to service order dated on 2017-08-31 the device was tested for 3 hours without displaying any error messages. Technician also opened the pump and cleaned the carbon brushes. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that a hl20 showed a "runaway" error during patient treatment. The pump speed was brought down to zero. No harm to patient was reported. Internal reference: (B)(4).